Event description:
It was reported during a laparoscopic cholecystectomy procedure, the clip would not hold on the vessels during the second and third firing. A second device was used and the case was completed with no patient consequence. Device discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.